Manufacturer narrative:
Product analysis: visual observation reveals that the tip of the probe has been bent from what appears to be overload. Hardness reveals that the probes are the proper hardness. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive transforaminal interbody lumbar fusion surgery due to spinal stenosis. Intra-op, tip of the probe was damaged. The product came in contact with the patient but no fragment of the broken instrument remained inside the patient. No patient complications were reported.